Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient got their ins implanted in 2004 removed because it did not work. No further complications were reported.